Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient remembered her cgm value was in the mid 80s. No bg was taken at that time. An unspecified time later, the patient experienced seizure and loss of consciousness. During the event, the patient fell and hit her head. The patient was treated with carbohydrates by her partner and recovered after treatment. At the time of the report, the patient was stable but had an abrasion on her head. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.